Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump failed accuracy minus 8.55 percent during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.